Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited a potential product performance issue. Patient services assisted in completing a remote monitoring transmission and referred the patient to their following physician for more information. No adverse patient effects were reported.